Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump may have been exposed to moisture due to wearing insulin pump in pants while sweating. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.